Manufacturer narrative:
(B)(4). Lot 14f037 was manufactured june 26, 2014-june 27, 2014. The device was received for evaluation. Visual inspection (via the naked eye) revealed a white particle approximately 1.98 mm in length, floating in the fluid of the reservoir. The particle was identified to be polyester material via ft-ir spectroscopy testing. The reported problem was verified. The assignable cause of the problem could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter observed inside the reservoir of a half day infusor. This was noted after filling the reservoir with desferrioxamine solution. There was no patient involvement. No additional information is available.